Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the software maintenance release (smr) upgrade of the patient's controller loose sealing rings were noted on both power ports. The controller was exchanged with no reported effect on the patient. No further information was provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as the port one (1) and port two (2) connectors were loose because they had the o ring gasket displaced and the connector's locknut was tight. Additionally, the controller serial port connector was also found loose from the controller housing with the o-ring gasket displaced and the locknut loose as well. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The supplier has opened and internal investigation for loose power connectors.